Event description:
According to the reporter: the surgeon used device as the port for inserting the camera. He found that the button could not be pressed and the plastic guarding the opening was broken after inserting and removing the camera several times. Leakage of pneumoperitoneum was observed. As a result, a new omst10bt was replaced. Patient involved without injury.

Manufacturer narrative:
(B)(4).